Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that while pre-drilling the bone the tip of the device stopped turning. The surgery was not finished successfully due to this failure. No further information was received.